Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed), there was blood/body fluid in outer tubing overlay, outer insulation was melted and had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism. Apparent explant damage.

Event description:
It was reported that the lead was being remove due to infection. Upon removal the lead's lobes would not retract and after twenty minutes of constant pressure a large amount of tissue was on the end of the lead. The lead was not replaced at this time because of the infection. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was being remove due to infection. Upon removal, the lead's lobes would not retract and after twenty minutes of constant pressure a large amount of tissue was on the end of the lead. The lead was not replaced at this time because of the infection. No further patient complications have been reported as a result of this event. At this time due to infection.